Event description:
It was reported that the burr became stuck on the wire. A 1.25mm rotalink plus and a rotawire and wireclip torquer were selected for use in an atherectomy procedure. The target lesion in the left anterior descending artery was severely calcified and located in moderately tortuous anatomy. During withdrawal, the burr became stuck on the wire. The rotalink plus could not be pulled back, so both devices were removed together. The procedure was successfully completed and there were no patient complications.